Event description:
Rptr noted that while using this product his ranges have been consistently higher than when he had used another co's test strips. The ranges were 315, 280 and 184 when using the strips and 243, 237 and 117 when using the other co's strips. Rptr had contacted the place of purchase and they noted that there were other reports of this same problem to their pharmacy. The normal range is 110-167.